Manufacturer narrative:
The customer's glidescope video monitor (gvm) was returned to verathon for evaluation along with the glidescope titanium video cable used during the reported event. A verathon technical service representative (tsr) evaluated the returned monitor but was unable to confirm the reported frozen image failure. The monitor powered on normally and produced a normal image when connected to verathon's known, good, test equipment. The monitor was power-cycled ten (10) times with a test video baton attached and no sign of image failure was observed. Five (5) record tests were performed and no issues were observed during testing. The customer's monitor passed verathon's device functionality testing. Next, the verathon tsr evaluated the customer's returned video cable but was unable to confirm the reported image issue; however, damage was observed to the connector housing resulting in the cable lock to fail to engage. When connected to verathon's known, good, test equipment, a normal image was produced. Upon completion of verathon's device evaluation, both the monitor and video cable were returned to the customer. Verathon recommended the video cable to be replaced. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope video monitor (gvm), the screen froze during intubation. No delay in the procedure, use of a backup device, or harm to the patient was reported.